Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced burning at the implant site. The patient was referred to a physician. There were no additional adverse patient effects reported. The crt-d remains in service.